Event description:
The pt had a dye injection procedure to diagnose the reason for their shortness of breath. Pt was diagnosed with an aneurysm in their chest. The graft was initially implantecd in 1996, as a left subclavian bypass. Each post-operative yearly physical examination showed no problems. The pt has no problems in 2005, by x-ray, during their last yearly physical examination, pt said the doctor found a subtle opacity on the left upper lung field. The pt is scheduled to have a catscan 10 days later.